Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. The thermal damage to the yaw pulley is unrelated to the conductor wires on the bipolar instrument. No insulation damage was observed. The conductor wires are not damaged or broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part at the instrument tip of maryland bipolar forceps was found to be deteriorating. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.